Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was very active and used a bike to go to work, but was having problems with this legs. It was stated that the cause of the death was cardio-pulmonary arrest with diabetes mellitus. Requested the brother to call back if he is able to obtain the insulin pump back from either the coroner's office or funeral home. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.